Manufacturer narrative:
D10: concomitants: 5987221 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. 5888739 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. 6763460 200-02-29 - three peg patella 29mm. 12000220042 a10012 - gps implant kit v2. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2022. Approximately 1 year and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: left knee failed due to aseptic loosening they explanted the femoral and tibial components. The femoral component was obviously loose. The patient was transferred to the pacu in stable condition having tolerated the procedure well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.